Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received one closed sample for analysis. To evaluate the conformity of this unit, we performed the following test: tightness test to the closed sample received has been performed and the unit is tight. The rotation test performed on the closed sample received confirmed that the unit is compliant with the specified requirements. Needle attachment strength results conducted on the closed sample received is 1.58 kgf and fulfils the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). This value is in the usual range for this thread and size. However, taking into account that there are previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: too much thermal treatment applied to the thread ends found in samples received in the previous complaints that caused the thread to be fragile and break in the attachment area. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, taking into account that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread comes off the needle during surgery. Additional information has not been received.